Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The device was removed successfully and completed the procedure with a different device. There were no patient complications reported and the patient condition was good.